Event description:
It was reported that during charging, the cardiosave intra-aortic balloon pump (iabp) unit ac intermittently charges. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival at site, observed that the cable could not coil back by itself. Logs were taken. Found cable reel tangled to the metal reel, and some minor cuts were observed on some parts of the cable. Please see attached. Remedied the affected cable so that user can use machine normally and advised them on proper handling of cable. He replaced the coil cord and the unit was returned back to the customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat performed a visual inspection and found the part to have a minor scratch on the rubber shielding.could not install and test the part due to it having a g type 250vac plug. Fat could not verify the reported issue of the cable intermittently charging the unit. Retaining the power cord in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.